Manufacturer narrative:
An mz1000 sample was not available for investigation of this feedback; however the customer provided a video of the affected sample; analysis of the video appears to indicate leakage from the connection of the maxzero to a syringe, however no obvious damage or manufacturing defects were observed which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20026253 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 product.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: the reported feedback suggests poor condition of connectors. It was reported that connectors are in poor condition since they have been leaking very frequently in the service.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: the reported feedback suggests poor condition of connectors. It was reported that connectors are in poor condition since they have been leaking very frequently in the service.